Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 08/may/2026 against "lot number" "6015860" and similar malfunction codes: steel cannula is found bent upon removal from infusion site, steel cannula is found bent upon removal from infusion site - blockage. The review confirmed that lot 6015860 and the identified failure mode are not associated with any non conforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 08/may/2026 against "lot number" criteria equal "6015860" and similar malfunction codes: steel cannula is found bent upon removal from infusion site, steel cannula is found bent upon removal from infusion site - blockage. The count of complaints is 1. The complaint number is "(B)(4)". Device history record (DHR) review: the lot 6015860 was manufactured according to work instruction (wi) version 102 and manufactured in the multivac14, on 22/oct/2025 with a total of (B)(4) units. Sub-assembly: welding the lot 5k01034 was manufactured according to the wi version 34 and manufactured in the welder ls06, and ls07, on 20/oct/2025, with a total of (B)(4) units. The lot 5k00928 was manufactured according to the wi version 34 and manufactured in the welder ls11, ls24 and ls25, on 22/oct/2025, with a total of (B)(4) units. Sub-assembly: connector the lot 5k02657 was manufactured according to the wi version 43 and manufactured in the machine mp03, on 24/oct/2025, with a total of (B)(4) units. The lot 5k02658 was manufactured according to the wi version 43 and manufactured in the machine mp03, on 24/oct/2025, with a total of (B)(4) units. The lot 5k02059 was manufactured according to the wi version 43 and manufactured in the machine mp03, on 23/oct/2025, with a total of (B)(4) units. The lot 5k02660 was manufactured according to the wi version 43 and manufactured in the machine mp03, on 24/oct/2025, with a total of (B)(4) units. The lot 5k00359 was manufactured according to the wi version 43 and manufactured in the machine mp03, on 24/oct/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015860 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Event description:
Reference number (B)(4) event occured in the united states . It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 327 mg/dl. No further information is available.